Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding it started alarming gas loss and gas gain and then we had a restriction alarm. We tried to change all the stickers on his stomach, made sure there were no kinks in the tubing and switched the console . We tried to change all the stickers on his stomach, made sure there were no kinks in the tubing and switched the console she said they had done this multiple times before and it had not worked. The console was alarming continuously in the background, and I could hear multiple people at the bedside. I explained the nature of all the alarms involved and that they were primarily catheter related alarms; if they had tried all troubleshooting steps and were unable to restart therapy, there was no harm or injury reported.